Event description:
It was reported that the patient was experiencing pain in his ipg site. The patient underwent surgical intervention where his ipg pocket was relocated. The physician also decided to electively replace the ipg with a new one due to the age of the ipg. There is no known issue with the ipg and it was functioning properly. The patient's issue is now resolved.

Manufacturer narrative:
This ipg serial number was included in three field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.